Event description:
It was reported that during an implant attempt the lead was placed but became dislodged. It was further reported that it was not possible to screw back the helix. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments and analysis found no anomalies. There was blood in/on the helix/lobe mechanism.